Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The consumer via the manufacturer representative (rep) reported they hadn¿t used the device, hadn¿t felt stimulation, and felt that the device hadn¿t been working for approximately 3 months. It was noted that the original reason for the call was to clear a power on reset (por). It was stated that the patient had knee surgery about 6 months but again,the device issues started 3 months ago. The rep noted that the patient hadn¿t been able to get many coupling bars and had difficulty getting a connection. It was stated that the patient had stopped using the device because their back was hurting near the lead site when they turned stimulation on. The rep had attempted to connect with the recharger and it was not connecting to the implantable neurostimulator (ins). They then did antenna locate (al) and wasn¿t getting very high numbers, but afterwards they saw they were getting between 4-6 bars (and it was difficult to get bars) and then saw the por. The rep indicated it appeared the ins was charging appropriately. It was mentioned the patient was having an endoscopy on the day of the report so they stopped charging to do the endoscopy. It was noted that the patient noticed they couldn¿t charge a couple of days ago when they were trying to charge in anticipation of their appointment on the day of the report. The rep stated they were going to attempt reprogramming to resolve the pain at the lead site. It was further reported by the rep that they were unable to turn stimulation on due to the overdischarge so therefore they were unable to confirm the pain at the lead site. It was noted the patient hadn¿t used the unit in 3 months. The patient had another appointment to get to so they wanted to charge at home to get to the 25% required to reset the por. The rep had instructed the patient to call in order to walk them through the process when they were able to charge up to 25%. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.